Event description:
Additional information received reported that the patient still had concerns of pain with device or therapy. It was indicated that the patient was working with a physician and had several appointments in september with still no pain relief. It was unclear but stated that the patient 'need a new pain as mine had broken'. In addition it was confirmed that the patient had a nuclear medicine (dye) study as well as a magnetic resonance imaging (MRI) scan performed in (B)(6) 2012 and neither showed a granuloma. After the dye study, the physician concluded that the pump had malfunctioned because after 72 hours there was no movement of fluid within the spinal column. It was indicated at the patient's last visit that her pain was a 7 out of 10. It was stated that the patient complained of an increase in pain back in (B)(6) and since that time, she always rated her pain between a 5 and 10 on the pain scale. At that time, there was no trouble-shooting done and since there was no volume discrepancies noted the physician believed that there wasn't any signs of a granuloma. It was later confirmed that the granuloma had been ruled out. It was decided that the physician would titrate the patient completely off of the medication and treat her as a 'trial' patient by giving her test dose injections. Prior to the patient being titrated off the medications, it was noted that the patient complained about her level of pain. It was reported that if the trial does not go well and the patient never reached therapeutic effect, that the pump would be explanted and therapy would be discontinued. The patient had bupivacaine 15.5mg/ml and morphine 50mg/ml. The daily dose was 4.182mg/day of bupivacaine and 13.489mg/day of morphine. It was reported that the patient's medication was started at a 25% decrease and now at a 50% decrease. The dose was cut by 50% on 09-13-12 and the patient was currently at 4.182mg/day of bupivacaine and 6.765mg/day of morphine. It was planned before the patient received the test dose injections that the patient would be titrated all the way down to minimum rate. There had been no surgical intervention as of the day of this report.

Event description:
It was reported that the patient believed that 'something was wrong' with the pump for the past 1.5 years. The patient had 'extraordinary pain where the catheter goes into the spine'. The patient also experienced withdrawal 'about 1 year ago' that lasted about 6-8 weeks. Symptoms included seizures, diarrhea, vomiting and shaking. The patient was coming up on a new pump implant due to end of life (eol) so the physician tested the pump and catheter and it was determined that the pump was 'not working at all' and that the patient had a granuloma where the catheter went into the spine and where she was experiencing pain. It was believed that drug was leaking out of the pump and absorbing into the patients tissues as she was 'urinating it out'. The physician wanted to titrate the patient down over 6 months to 1 year so she would not go through withdrawal, then re-evaluate. The reporter stated that a 3 day dye study (not sure if it was indium) was done 2 weeks prior that determined the pump was not working. On the third day it was found that no dye was leaving the pump; however, no reservoir volume discrepancies had ever been noted. The patient was unsure how the granuloma was to be treated. The device system was used to deliver bupivacaine and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot# j10956r03, serial#, implanted: 2001 (B)(6), explanted: product type catheter, product ID 8575, lot# n080432, serial#, implanted: 2006 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).